Manufacturer narrative:
(B)(4).

Event description:
T was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed on transmitter (B)(4). The probable cause could not be determined. In addition, a transmitter failed error was found for transmitter (B)(4). The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A review of the data logs was unable to be performed due to no data available. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction or additional information has been provided.

Manufacturer narrative:
(B)(4). D4: lot number - additional . H2: additional information. H4: device manufacture date - additional.